Event description:
It was reported by the customer that 3 of the bd alaris¿ pump module smartsite¿ infusion set had 2 pieces separate when the package was opened . The following was provided by the initial reporter: verbatim: when opening a package of pump infusion set, 3 smartsite ysite, two separate pieces fell out of the package. The tubing was not glued in place to the ysite connection point. There is glue residue present on the tubing.

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, by the customer. That 3 of the bd alaris¿ pump module smartsite¿ infusion set. Had 2 pieces separate, when the package was opened . The following was provided by the initial reporter: verbatim: when opening a package of pump infusion set, 3 smartsite y-site. Two separate pieces fell out of the package. The tubing was not glued in place to the y-site connection point. There is glue residue present on the tubing.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received, for the customer's complaint of separation. Without further information, like a physical sample for investigation, the complaint cannot be verified. And root cause of this failure remains unknown. A device history record review for model#: 2426-0007, lot number#: 23029269 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the build of this set.